Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic'), device breakage ('fracturing of the implant'), device expulsion ('migration of implant / migration of essure device location of device: mostly in the uterine cavity/one essure was in my uterus.') And device dislocation ('another was just kind of hanging out of my tube') in a 45-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included prolapse, uterine bleeding, menses irregular, frequency of menses, bacterial vaginosis, thrombocytosis, chronic anemia, augmentation mammoplasty, ankle operation, arm operation, cholecystectomy, allergic reaction to antibiotics, diabetes (diabetes mellitus 2), hypertension, breast cancer, colon cancer, unilateral leg pain, colonoscopy, back injury, muscle spasms, lumbar radiculopathy, pain in hip, foot pain (gets sharp pains under the surface of her foot as well.), obesity, lumbar disc degeneration, numbness in leg, paraesthesia lower limb, fatigue, hair loss, candida vaginal, vitamin d deficiency, vitamin b12 deficiency, iron deficiency anemia, stress, malaise, drug allergy, diarrhea, swelling nos, hemorrhoids, kidney pain, flank pain, nausea, dysuria, hematuria, urinary frequency, urinary urgency, axillary lymphadenitis, nipple discharge (right nipple discharge), amenorrhea, weight gain, pain in elbow, vaginal discharge, pruritus, burning sensation, tingling tongue, shortness of breath, vaginal yeast infection, lower abdominal pain, hives, rectal mass, skin nodule, presbyopia, astigmatism, hypermetropia, bursitis (left trochanteric bursa), allergic rhinitis, iliotibial band syndrome, hypoglycaemia, pain in extremity, dizziness, blurred vision, augmentation mammoplasty, ankle operation and limb operation. Left paracentral disc protrusion at the l5-s1level with a large extra disc fragment extending inferiorly behind the 81 vertebra and contacting the left si root. Disc protrusion al80 seen at this level extending within the right neural foramen contacting the right l5 nerve root. At the l4-51evel, there is no definite spinal canal stenosis or neural foraminal narrowing. The remainder of the levels is normal as well. Atrophic endometrium and uterine cavity; noted displaced essure micro insert mostly in the uterine cavity and scar to right side wall, and left micro insert in the usual position at left tube alligator clamp thru the scope first used to remove the right insert without difficulty. On (B)(6) 2013: performed procedure(s)- occlusion tubal (bilateral). Findings': some uterine synechiae. Concurrent conditions included abdominal pain, pelvic floor dyssynergia, neck strain, cervical radiculopathy, contusion, cervical disc degeneration, chronic lumbago, muscle spasms, right lower quadrant pain, neck pain, grand multiparity and uterine synechiae. Concomitant products included atorvastatin, cyanocobalamin, cyanocobalamin, ergocalciferol (vitamin d2), fluconazole, fluconazole (diflucan), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera), metformin, metformin hydrochloride (glucophage), metronidazole, moxifloxacin (avelox), nabumetone, ondansetron, pantoprazole, paracetamol (tylenol), tramadol, vitamin d nos (vitamin d) and zolpidem. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain / right side pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (had surgery to remove the essure implant / surgical removal of coils and had surgery to remove the essure implant/ / surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, device breakage, device expulsion, device dislocation, pelvic pain, insomnia, hot flush, vaginal disorder, vaginal infection, anxiety, depression, migraine and abdominal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, headache, hot flush, insomnia, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in insertion date- 2010, (B)(6) 2013, and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. Status post cholecystectomy and gastric bypass surgery. 2. No evidence of acute appendicitis, bowel obstruction or perforation. 3. Suggestion of fluid in the endometrial cavity versus endometrial thickening. A follow-up pelvic ultrasound is recommended for further evaluation.. Mammogram - on (B)(6) 2015: no radiographic evidence for malignancy in the breasts. Bilateral intact implants in place.; on (B)(6) 2016: scattered fibro glandular tissue with no retro areolar mass identified. Question of a very small resolving seroma about the axilla. Nuclear magnetic resonance imaging - in 2014: mild posterior disc bulge at l3-4 l4-5. Nuclear magnetic resonance imaging neck - on (B)(6) 2015: impression multilevel degenerative changes in the cervical spine with reversal of the lordotic curvature, small annular tears at the c3-4, c4·5 levels. 2, larger broad protrusion at the c5-6lcvcl measured 3 mm and is asymmetric greater posteriorly to the left of midline. This is resulting in a severe left foraminal stenosis at c5-6 and a moderate degree of central spinal stenosis. Symptoms may be correlated for radicular symptoms referable to the left c6 nerve. Smear cervix - on (B)(6) 2013: negative for intraepithelial lesion or malignancy.. Ultrasound pelvis - on (B)(6) 2011: mildly thickened appendix measuring up to 9 mm with findings suggesting presence of appendicolith.; in (B)(6) 2017: one essure was in uterus and another was just kind of hanging out of tube; on (B)(6) 2017: possible malposition essure tubal occlusion coil seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, depression, anxiety, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number added. Following event was added :another was just kind of hanging out of my tube. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device expulsion ("migration of implant / migration of essure device location of device: mostly in the uterine cavity/one essure was in my uterus.") And pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included prolapse, uterine bleeding, menses irregular, frequency of menses, bacterial vaginosis, thrombocytosis, chronic anemia, augmentation mammoplasty, ankle operation, arm operation, cholecystectomy, allergic reaction to antibiotics, diabetes (diabetes mellitus 2), hypertension, breast cancer, colon cancer, unilateral leg pain, colonoscopy, back injury, muscle spasms, lumbar radiculopathy, pain in hip, foot pain (gets sharp pains under the surface of her foot as well.), obesity, lumbar disc degeneration, numbness in leg, paraesthesia lower limb, fatigue, hair loss, candida vaginal, vitamin d deficiency, vitamin b12 deficiency, iron deficiency anemia, stress, malaise, drug allergy, diarrhea, swelling nos, hemorrhoids, kidney pain, flank pain, nausea, dysuria, hematuria, urinary frequency, urinary urgency, axillary lymphadenitis, nipple discharge (right nipple discharge), amenorrhea, weight gain, pain in elbow, vaginal discharge, pruritus, burning sensation, tingling tongue, shortness of breath, vaginal yeast infection, lower abdominal pain, hives, rectal mass, skin nodule, presbyopia, astigmatism, hypermetropia, bursitis (left trochanteric bursa), allergic rhinitis, iliotibial band syndrome, hypoglycaemia, pain in extremity, dizziness and blurred vision. Left paracentral disc protrusion at the l5-s1level with a large extra disc fragment extending inferiorly behind the 81 vertebra and contacting the left si root. Disc protrusion al80 seen at this level extending within the right neural foramen contacting the right l5 nerve root. At the l4-51evel, there is no definite spinal canal stenosis or neural foraminal narrowing. The remainder of the levels is normal as well. Atrophic endometrium and uterine cavity; noted displaced essure micro insert mostly in the uterine cavity and scar to right side wall, and left micro insert in the usual position at left tube alligator clamp thru the scope first used to remove the right insert without difficulty. Concurrent conditions included abdominal pain, pelvic floor dyssynergia, neck strain, cervical radiculopathy, contusion, cervical disc degeneration, chronic lumbago, muscle spasms, right lower quadrant pain and neck pain. Concomitant products included atorvastatin, cyanocobalamin, cyanocobalamin, ergocalciferol (vitamin d2), fluconazole, fluconazole (diflucan), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera), metformin, metformin hydrochloride (glucophage), metronidazole, moxifloxacin (avelox), nabumetone, ondansetron, pantoprazole, paracetamol (tylenol), tramadol, vitamin d nos (vitamin d) and zolpidem. In 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain / right side pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (had surgery to remove the essure implant / surgical removal of coils and had surgery to remove the essure implant/ / surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, insomnia, hot flush, vaginal disorder, vaginal infection, pelvic infection, anxiety, depression, migraine and abdominal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, headache, hot flush, insomnia, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in insertion date-2010,(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. Status post cholecystectomy and gastric bypass surgery. 2. No evidence of acute appendicitis, bowel obstruction or perforation. 3. Suggestion of fluid in the endometrial cavity versus endometrial thickening. A follow-up pelvic ultrasound is recommended for further evaluation.. Mammogram - on (B)(6) 2015: no radiographic evidence for malignancy in the breasts. Bilateral intact implants in place; on (B)(6) 2016: scattered fibro glandular tissue with no retro areolar mass identified. Question of a very small resolving seroma about the axilla. Nuclear magnetic resonance imaging - in 2014: mild posterior disc bulge at l3-4 l4-5. Nuclear magnetic resonance imaging neck - on (B)(6) 2015: impression multilevel degenerative changes in the cervical spine with reversal of the lordotic curvature, small annular tears at the c3-4, c4·5 levels. 2, larger broad protrusion at the c5-6lcvcl measured 3 mm and is asymmetric greater posteriorly to the left of midline. This is resulting in a severe left foraminal stenosis at c5-6 and a moderate degree of central spinal stenosis. Symptoms may be correlated for radicular symptoms referable to the left c6 nerve.. Smear cervix - on (B)(6) 2013: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2011: mildly thickened appendix measuring up to 9 mm with findings suggesting presence of appendicolith. If; in (B)(6) 2017: one essure was in uterus and another was just kind of hanging out of tube; on (B)(6) 2017: possible malposition essure tubal occlusion coil seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, depression, anxiety, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events added : insomnia, hot flush, menorrhagia, vaginal haemorrhage, vaginal infection, pelvic infection, anxiety, depression, migraines / headaches, abdominal pain, vaginal disorder, device monitoring procedure not performed. Event ¿device dislocation¿ was updated to ¿device expulsion¿. Outcome of event ¿headache ¿ updated to ¿recovering / resolving¿ and outcome of event ¿abnormal bleeding (vaginal, menorrhagia)¿ updated to ¿recovered / resolved¿. Lab details added. Medical history and concomitant products added.onset date of events updated. Reporter information and patient details updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (bladder/ urinary tract/vaginal) type: pelvic'), device breakage ('fracturing of the implant'), device expulsion ('migration of implant / migration of essure device location of device: mostly in the uterine cavity/one essure was in my uterus.') And device dislocation ('another was just kind of hanging out of my tube') in a 45-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included prolapse, uterine bleeding, menses irregular, frequency of menses, bacterial vaginosis, thrombocytosis, chronic anemia, augmentation mammoplasty, ankle operation, arm operation, cholecystectomy, allergic reaction to antibiotics, diabetes (diabetes mellitus 2), hypertension, breast cancer, colon cancer, unilateral leg pain, colonoscopy, back injury, muscle spasms, lumbar radiculopathy, pain in hip, foot pain (gets sharp pains under the surface of her foot as well.), obesity, lumbar disc degeneration, numbness in leg, paraesthesia lower limb, fatigue, hair loss, candida vaginal, vitamin d deficiency, vitamin b12 deficiency, iron deficiency anemia, stress, malaise, drug allergy, diarrhea, swelling nos, hemorrhoids, kidney pain, flank pain, nausea, dysuria, hematuria, urinary frequency, urinary urgency, axillary lymphadenitis, nipple discharge (right nipple discharge), amenorrhea, weight gain, pain in elbow, vaginal discharge, pruritus, burning sensation, tingling tongue, shortness of breath, vaginal yeast infection, lower abdominal pain, hives, rectal mass, skin nodule, presbyopia, astigmatism, hypermetropia, bursitis (left trochanteric bursa), allergic rhinitis, iliotibial band syndrome, hypoglycaemia, pain in extremity, dizziness, blurred vision, augmentation mammoplasty, ankle operation and limb operation. Left paracentral disc protrusion at the l5-s1level with a large extra disc fragment extending inferiorly behind the 81 vertebra and contacting the left si root. Disc protrusion al80 seen at this level extending within the right neural foramen contacting the right l5 nerve root. At the l4-51evel, there is no definite spinal canal stenosis or neural foraminal narrowing. The remainder of the levels is normal as well atrophic endometrium and uterine cavity; noted displaced essure micro insert mostly in the uterine cavity and scar to right side wall, and left micro insert in the usual position at left tube alligator clamp thru the scope first used to remove the right insert without difficulty. On (B)(6) 2013: performed procedure(s)- occlusion tubal (bilateral). Findings': some uterine synechae. Concurrent conditions included abdominal pain, pelvic floor dyssynergia, neck strain, cervical radiculopathy, contusion, cervical disc degeneration, chronic lumbago, muscle spasms, right lower quadrant pain, neck pain, grand multiparity and uterine synechiae. Concomitant products included atorvastatin, cyanocobalamin, cyanocobalamin, ergocalciferol (vitamin d2), fluconazole, fluconazole (diflucan), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (provera), metformin, metformin hydrochloride (glucophage), metronidazole, moxifloxacin (avelox), nabumetone, ondansetron, pantoprazole, paracetamol (tylenol), tramadol, vitamin d nos (vitamin d) and zolpidem. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain / right side pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (had surgery to remove the essure implant / surgical removal of coils and had surgery to remove the essure implant/ / surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, device breakage, device expulsion, device dislocation, pelvic pain, insomnia, hot flush, vaginal disorder, vaginal infection, anxiety, depression, migraine and abdominal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, headache, hot flush, insomnia, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in insertion (B)(6) 2010,(B)(6) 2013,(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: 1. Status post cholecystectomy and gastric bypass surgery. 2. No evidence of acute appendicitis, bowel obstruction or perforation. 3. Suggestion of fluid in the endometrial cavity versus endometrial thickening. A follow-up pelvic ultrasound is recommended for further evaluation.. Mammogram - on (B)(6) 2015: no radiographic evidence for malignancy in the breasts. Bilateral intact implants in place.; on (B)(6) 2016: scattered fibro glandular tissue with no retro areolar mass identified. Question of a very small resolving seroma about the axilla.. Nuclear magnetic resonance imaging - in 2014: mild posterior disc bulge at l3-4 l4-5. Nuclear magnetic resonance imaging neck - on (B)(6) 2015: impression multilevel degenerative changes in the cervical spine with reversal of the lordotic curvature, small annular tears at the c3-4, c4·5 levels. 2, larger broad protrusion at the c5-6lcvcl measured 3 mm and is asymmetric greater posteriorly to the left of midline. This is resulting in a severe left foraminal stenosis at c5-6 and a moderate degree of central spinal stenosis. Symptoms may be correlated for radicular symptoms referable to the left c6 nerve.. Smear cervix - on (B)(6) 2013: negative for intraepithelial lesion or malignancy.. Ultrasound pelvis - on (B)(6) 2011: mildly thickened appendix measuring up to 9 mm with findings suggesting presence of appendicolith.; in (B)(6) 2017: one essure was in uterus and another was just kind of hanging out of tube; on (B)(6) 2017: possible malposition essure tubal occlusion coil seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, depression, anxiety, headache, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.